Manufacturer narrative:
The medium-large clip applier instrument was returned to isi and evaluated. The instrument was found to have no physical damage. The clip applier was able to open and close properly without any issues. The customer reported failure mode could not be replicated. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that the jaws of the medium-large clip applier instrument would not open and tissue had to be cut in order to retrieve the instrument. However, there is no indication that a malfunction of the instrument occurred. The instrument was returned to isi, evaluated, and the customer reported issue could not be reproduced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument ¿did not open and had to be cut free.¿ a second clip applier instrument was used but allegedly had the same issue. The procedure was completed with no reported injury to the patient. An intuitive surgical, inc. (Isi) field service engineer (fse) was contacted to investigate universal side manipulator (usm) #4. On 25-jun-2018, isi contacted the site and obtained the following additional information regarding the reported event: the site used an instrument release kit (irk) during the reported event but then the medium-large clip applier instrument allegedly "moved up and down." As a result, the site indicated that "they had to cut the tissue in the gallbladder around the applier, to get the applier free." Furthermore, the site stated, "some of the tissue was meant to be excised, but not all of it."